Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2184149-2021-00333. During the redo atrial fibrillation procedure in voxel mode, a new study was started in the ensite x system. The cpu was not able to stablish connection with the amplifier. There was an error message reporting the connection was failing and a restart was recommended. The cpu and amplifier were rebooted four times each in different orders, but the issue persisted. All connections in the front and back of the amplifier were removed and reattached, and the amplifier was restarted again, but the issue persisted. The fiber optic cable between the cpu and the amplifier was replaced but the issue was not resolved. The procedure was completed using the ensite precision system. There were no adverse patient consequences, however, a procedure delay occurred due to these issues.